Manufacturer narrative:
(B)(4). The device was returned for investigation. It was visually inspected and showed no anomalies. Functionality tests were performed and the device was found to be operating within the manufacturing specifications.

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht50 ventilator pump generated a loud noise. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. Covidien reference # (B)(4).